Event description:
It was reported that a patient with 5 previous back surgeries (spinal fusions with instrumentation and removal) and kyphosis underwent a regrafting of l5-s1 using bmp and also removal of screws at s1. At an unknown time post-op, patient presented with lumbar spine pain, patient was seen for placement of intrathecal morphine pump. MRI shows scar tissue from previous surgeries, and solid fusion from l3-l5 but pseudoarthrosis at all other levels. There is some bone growth through the interbody cages at l5-s1 but there appears to be a lucency, as well as gaseous degeneration of the disk space suggestive of a pseudoarthrosis at this level as well. There does appear to be decreased bone density on the images. No further details are known at this time.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.